Event description:
Pt had initial defibrillator implantation in 1992. Replacement in 1999. Has been experiencing increased charge times. Charge time has reached over 20 secs. Admitted for elective replacement of device due to early capacitor failure. Leads will be maintained.